Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, a probable root cause of the malfunction green image could not be identified. Based on the results of the investigation, most probable cause of the event the fiber bonding in the outer tube area (distal end) is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic, had green image. There were no reports of patient harm.